Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels (value not provided). The customer¿s healthcare provider indicated that the pump may not have been delivering insulin; however, the specific cause was not confirmed. Tandem technical support attempted multiple follow up attempts, however no response was received.